Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A site representative reported that outside of a case, the batteries would not hold a charge. The imaging system was able to operate as intended, perform spins, and transfer exams, but when the system is unplugged, it displays a 'battery critical' error message. It was reported that the battery begins to die when you unplug it and it will only go about 5-10 feet before shutting down. The system is still able to perform as intended, it just has to be manually driven into the procedure room. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the ias cmos battery was replaced and that additional batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No batteries have been received by the manufacturer for evaluation.